Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please note that the suspect device (model number cyf-v2 / sn (B)(6)) was returned to olympus for an evaluation. However, the device was returned under related record (patient identifier (B)(6)). Therefore, an evaluation was completed and documented in the related record (patient identifier (B)(6)). Both fields d9 and h3 have been marked ¿yes¿ in this supplemental medwatch report to capture the device return. However, the complete evaluation results have been submitted in (h10) of the supplemental medwatch report in the related record (patient identifier (B)(6)). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, poor leakage was identified in the biopsy channels which likely caused/contributed to the presence of the pink fluid. The event can be detected/prevented by following the instructions for use (IFU) in sections: chapter 6: compatible reprocessing methods and chemical agents. Chapter 7: cleaning, disinfection, and sterilization procedures. This supplemental report includes a correction to e2, e3, g2, and h4 from the initial medwatch. An update has been made to d9 and h3. Also, information has been added to d8. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera cysto-nephro videoscope used in cystoscopy procedures resulted in reports of burning urination in at least 6 patients. The customer performed an extensive cleaning and reported a pink fluid coming out of the device while cleaning it. The issue was found after the procedures. There were no reports of patient harm. Related patient complaints: (B)(6) for the irrigation/forceps plug supporting device.

Manufacturer narrative:
This report is being supplemented to correct d9 (date returned was inadvertently missed on previous report) and h10 (device evaluation was omitted). Please disregard d8/e2/e3/h3 as they were inadvertently selected and previously reported. Correction to h10: the device was evaluated by olympus and the reported issue was confirmed. The following non-reportable findings were also noted: leak failure due to internal cracks inside the biopsy channel; bending section cover elongation and discoloration; bending section cover adhesive lifting and scratched; all device switches malfunction; scratches and dents on the insertion tube; control body dry corrosion. Olympus will continue to monitor field performance for this device.